Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was a communication problem. The patient tried charging and the insr showed the reposition antenna screen. The patient programmer showed the poor communication screen. The patient did not remember when she last successfully charged. The patient realized in (B)(6) 2015 that she was unable to charge. The patient reported that they had gall bladder surgery in (B)(6) 2014 and the healthcare professional (hcp) told her to let the implantable neurostimulator (ins) battery die so that she could have surgery. The patient mentioned that this was the first time an over discharged occurred. An over discharge was suspected. Patient compliance was the primary reason for over discharge. The last successful recharging session was 6-12 months prior to report. Additional information received reported that the patient had met with the manufacturer representative, and the ins was unsuccessful in recovering from over discharge after three physician mode recharges (pmrs). Antenna locate (al) was performed several times, and the displayed range was approximately 66-86. The hcp had told her that the battery needed to be depleted to have a CT scan, but it was unknown when the CT scan was scheduled. There were no reported patient symptoms, and it was noted that the ins had been off for one month or more. The physician was going to get x-rays to see if the ins was flipped. If the ins is not flipped, the physician will replace the battery or remove the system depending on insurance and the patient's decisions. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the consumer and a manufacturer representative reported that the patient had their implantable neurostimulator (ins) explanted due to the overdischarge. The patient had been unable to use or charge their ins since their previous surgery. The patient had fallen several times over the several months prior to the report. None of the external devices would communicate with the ins. Additional antenna locates were used and more physician mode recharges were performed on the day of the report but they were still unable to initiate a charging session so it was decided to replace the ins. The patient was receiving effective therapy after the ins was replaced.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomalies. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 15. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2014; the device was recharged for 2 hours 20 minutes and the battery charged from 3.790v to 3.965v. The battery discharged to the lock mode on (B)(6) 2014. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2014. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1 cm of space between the ins and the charger antenna. A normal recharge was started manually after a physician mode recharge. The recharger had full coupling and the ins recharged for 2 hours and 53 minutes from 1.965v to 3.730v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 7 hours and 46 minutes bringing the battery voltage to 4.000v.